Manufacturer narrative:
B3 date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that difficulties removing a balloon occurred. A synergy xd was selected for treatment. Following stent deployment difficulties removing the balloon occurred. It was noted that once the stent was impacted, a lot of difficulty and friction occurred while retrieving the balloon. No patient complications resulted in relation to this event. It was further reported that the synergy xd stent was advanced to the target lesion, inflated once at nominal pressure for ten seconds, and was deployed. The balloon was fully deflated before attempting to remove the device. Ten seconds were waited before attempting to remove the device. Difficulties with removing the device occurred after the stent was deployed. The device was removed intact and the procedure was completed. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that difficulties removing a balloon occurred. A synergy xd was selected for treatment. Following stent deployment difficulties removing the balloon occurred. It was noted that once the stent was impacted, a lot of difficulty and friction occurred while retrieving the balloon. No patient complications resulted in relation to this event.